Event description:
During the implant procedure, while tunneling with a medtronic catheter passer, the physician encountered a subplatysmal vein, causing a bleed. Physician applied pressure, used cautery, and ligation to achieve hemostasis. This resolved the issue.